Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor was shutting off after starting. The field service engineer could not reproduce the issue. The compressor was returned to the customer for clinical use after performed preventive maintenance and passed tests. The conclusion is that the field service engineer could not reproduce the reported issue with the compressor shutting off. Confusion about how the compressor should work may have caused a misunderstanding on the part of the operator.

Event description:
It was reported that the compressor was shutting of intermittently. The patient involvement is unknown. Manufacturer ref.#: (B)(4).